Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed motor error alarm. The customer¿s blood glucose level was 432 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose with shots. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer reports the drive support cap appears normal. The customer declined troubleshooting. The insulin pump will be returned for analysis.